Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has not received stimulation in ten years and is now requesting stimulation. Surgical intervention may be pending to address this issue. Device information is unknown, date of implant, concomitant device implant date is unknown. Model 3416, renew ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is dealing with other health issues and surgery has been delayed indefinitely.